Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-06897.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface could not be implanted due to the dovetail mechanism appearing to be bent on one side. No adverse events have been reported as a result of the malfunction.